Event description:
It was reported that during a taxus v clinical trial coronary artery drug eluting stenting treatment procedure, the stent struts became stuck in the guide catheter. The physician attempted to place a taxus express2 8.8% 4.0 mm x 24 mm stent in a right coronary artery (rca) lesion. The physician advanced the stent beyond lesion, tried to pull the stent back, and struts got caught at the edge of guide catheter. The physician removed everything as a unit and intact. The procedure was completed by the physician successfully placing the same size stent in the rca lesion. No pt injuries were reported.